Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy. The insulin delivery was suspended due to the sensor glucose (sg) vs. Blood glucose (bg) difference. The customer reported a blood glucose value of 223 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-5120c1. Troubleshooting was performed for sensor issue and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide).  Customer mentioned that the pump received changes sensor alert and calibration not accepted alert. The sensor glucose reading was 50 mg/dl and blood glucose was 223 mg/dl. Low limit set for suspend was 50 mg/dl. Troubleshooting was performed for hyperglycemia. Customer had been using the insulin pump system within 48hrs of reported event and auto mode feature was enabled at a time event. No further patient complications were reported. Product return for mmt-5120c1 is not expected.